Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low battery alarm. Screenshot of monitor revealed pump in hybrid mode so it was not a hospital cart issue. The hospital personnel verified switching outlets multiple times as well as making sure both batteries were seated correctly in the battery bays. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d1, d4 (version#, catalog#, UDI#), e1 (initial reporter). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low battery alarm. Screenshot of monitor revealed pump in hybrid mode so it was not a hospital cart issue. The hospital personnel verified switching outlets multiple times as well as making sure both batteries were seated correctly in the battery bays. There was no harm reported to the patient. (B)(6) cicu rn, called for assistance troubleshooting a low battery alarm on a cardiosave during use. Screenshot of monitor revealed pump in hybrid mode so it was not a hospital cart issue. (B)(6) verified switching outlets multiple times as well as making sure both batteries were seated correctly in the battery bays. I assisted (B)(6) in switching out the console at her request. She tagged the affected console for biomed. I have requested complaint information via phone and text message (twice). Complaint information to come. The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. H3 other text: repair service not done.